Event description:
The customer reported that her eye became swollen due to inhalation exposure to this instrument cleaning product.

Manufacturer narrative:
The product is regulated by the (B)(4) as a class I, 510 (k) exempt medical device. The lot number of the particular product is not available. Pt's age and weight is not provided but the pt is an adult employed at surgery ctr. The customer took claritin when she returned home from work on the day of the exposure. The next day she took another dose of claritin and later received a benadryl injection at an urgent care facility. The customer reported that following benadryl administration her symptoms cleared and there is no long-term effect. The customer noted that she is highly sensitive to perfume. This product does contain a fragrance but does contain a (B)(4) which can induce an allergic response in some individuals. The product labeling and material safety data sheet identify that the product contains subtilisins and that an allergenic response may occur in some individuals.